Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50 (sn (B)(6)). Visual inspection revealed that the lead was severed into two pieces approximately 26 cm from the proximal end and the silicone over mold was completely stripped off 10 cm from the distal end. The damage to the lead is a result of a typical explant procedure. No anomalies were observed on the lead aside from this damage.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074577/7074764; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27811465.